Manufacturer narrative:
Both the handpiece and probe unit were returned to olympus for evaluation. Evaluation of the devices confirmed the user's report of the distal tip of the probe was missing. The distal end of the probe's exterior surface was noted to exhibit peeling of the gold surfaces. Both devices have been forwarded to the original equipment manufacturer for further analysis. If further significant additional information is obtained, the report will be updates. The cause of the user's experience cannot conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus regulatory affairs was informed that user facility had been using a sonosurg scissors device during an unspecified type of procedure, and had removed the device from the patient. When the users attempted to use the device later during the procedure, the tip of the probe unit was noted to have broken, and had fallen onto the floor. No device fragments were reported to have fallen into the patient. The procedure was completed with a similar, but different device. There was no patient injury reported.